Manufacturer narrative:
Valve was partially obstructed when received. Valve's module was removed from the original silicone boot. Residue (which looks like proteinaceous matter) and fiber was observed around the pin of the valve. The returned valves as received presented with residue and fiber adhering to the valve's mechanism. Valves was tested within specification at time of manufacture as shown on the device history records. Valve obstruction is a known, patient-related complication of valve therapy, as stated in the product instructions for use.

Event description:
The patient had a 2 year old codman valve and came in the hospital with massive hydrocephalus. An osv ii shunt was implanted and the patient went into a coma. All the parts were removed (vc - valve - pc) and patient was put on external drainage. After stabilization, the patient was re-implanted with an other osv ii. The same problem occurred and the patient was put back on external drainage. The third operation was done and competitive programmable valve was implanted. Patient is doing fine now.